Manufacturer narrative:
A medtronic representative went to the site to test the equipment. There were no bad pixels observed in the fluoro image. A 3d spin was completed with empty field and returned good results. The 5:1 grid was removed and both sides and the detector panel top were cleaned. The image quality improved compared to initial image. The fluoro and rad gain calibrations were completed. A 3d image of an acrylic phantom on board with no metal in the field transferred a good image to the stealth with no visible artifact. A full imaging system check-out was completed following repairs and part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a lumbar fusion procedure, ring artifact was seen on multiple imaging system spins. Patient anatomy remained visible. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the imaging system. There was no delay of therapy reported. There was no impact on patient outcome.